Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a ¿high¿ blood glucose (bg) level and nausea. The cause was unknown and a specific bg value was not provided. A correction bolus was delivered and a manual insulin injection was administered to address bg level. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.